Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. There was corrosion found on transducer/interface board and vibrator due to moisture damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage .the customer's blood glucose reading was 136 mg/dl at the time of the call. The customer stated there is fluid under the screen, from water exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.